Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient fell and they wacked their head the second week of(B)(6), which turned their eye black and blue. The patient said that it missed the stimulator, as far as they could tell, by less than an inch. The patient said they could see some evidence that the equipment maybe wasn't working right now, they didn't know if the probe could move or not. The patient had a bump on their head that wasn't there before. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that the circumstances leading to the fall were as simple as if they were standing in a driveway and bent over, it would be a downhill slide. The patient reported that they would start to move forward and they couldn't stop until they fell. The patient reported that this was ultimately resolved by reprogramming the device after an appointment with their healthcare provider, who found that the patient's "date" was off, and their balance was off. The patient reported that the hcp made adjustments that really straightened that out and they have not had the problems of falls since. No further patient complications have been reported as a result of this event.